Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the pt experienced uncomfortable pocket heating while recharging. A replacement charger was sent. Follow-up identified the replacement charger did not resolve the issue. Surgical intervention may be undertaken. Refer to 1627487-2014-15753 for further follow up regarding the procedure.